Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation"), back pain ("severe back pain when not menstruating"), frequent bowel movements ("bowel issues (increase in frequency and pain during bowel movements)"), dyschezia ("bowel issues (increase in frequency and pain during bowel movements)"), skin irritation ("skin irritation") with pruritus, rash, blister, skin mass, furuncle and ulcer, dysgeusia ("metal taste in mouth"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), fatigue ("chronic fatigue"), arthralgia ("hip pain"), anaemia ("anemia"), amnesia ("memory loss"), feeling abnormal ("brain fog") and night sweats ("night sweats"). The patient was treated with surgery (underwent a total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, back pain, frequent bowel movements, dyschezia, skin irritation, dysgeusia, vaginal infection, vaginal discharge, fatigue, arthralgia, anaemia, amnesia, feeling abnormal and night sweats was resolving. The reporter considered amnesia, anaemia, arthralgia, back pain, dyschezia, dysgeusia, fatigue, feeling abnormal, frequent bowel movements, menorrhagia, night sweats, pelvic pain, skin irritation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: on (B)(6)2017, plaintiff underwent a total abdominal hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: confirmed full occlusion of fallopian tubes company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), allergy to metals ("nickel allergy") and iron deficiency anaemia ("iron deficiency anemia") in a 36-year-old female patient who had essure (batch no. 624477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1, cholecystectomy and morbid obesity. Concurrent conditions included paroxysmal atrial tachycardia since (B)(6) 2007. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2008 to (B)(6) 2008 and nuvaring from (B)(6) 2008 to (B)(6) 2010 for birth control as well as atenolol since (B)(6) 2008, phenylpropanolamine w/guaifenesin and rizatriptan benzoate (maxalt mlt) since (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain when not menstruating/ low back pain radiates down right leg") and groin pain ("groin pain"). On (B)(6) 2008, the patient experienced bacterial vaginosis ("bacterial vaginosis") and vaginal infection ("vaginal infections"). In (B)(6) 2009, the patient experienced menorrhagia ("heavy bleeding during menstruation"), frequent bowel movements ("bowel issues (increase in frequency and pain during bowel movements)"), dyschezia ("bowel issues (increase in frequency and pain during bowel movements)"), skin irritation ("skin irritation") with pruritus, rash, blister, skin disorder, furuncle and ulcer, dysgeusia ("metal taste in mouth"), arthralgia ("hip pain"), anaemia ("anemia"), amnesia ("memory loss"), feeling abnormal ("brain fog") and night sweats ("night sweats"). On (B)(6) 2013, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2014, the patient experienced allergy to metals (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced iron deficiency anaemia (seriousness criterion medically significant), dermatitis contact ("contact dermatitis due to metal") and acne ("acne"). The patient was treated with loratadine, fluconazole (diflucan), metronidazole, surgery (underwent a total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, bacterial vaginosis, vaginal infection, vaginal discharge, fatigue, back pain, groin pain, frequent bowel movements, dyschezia, skin irritation, dysgeusia, arthralgia, anaemia, amnesia, feeling abnormal, night sweats and acne was resolving and the iron deficiency anaemia and dermatitis contact outcome was unknown. The reporter considered acne, allergy to metals, amnesia, anaemia, arthralgia, back pain, bacterial vaginosis, dermatitis contact, dyschezia, dysgeusia, fatigue, feeling abnormal, frequent bowel movements, groin pain, iron deficiency anaemia, menorrhagia, night sweats, pelvic pain, skin irritation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she did not experience any of the reported adverse events before essure insertion. Plaintiff experienced constant and intermittent stabbing pain which radiated to the legs. The pain had subsided after essure removal but she was still experiencing intermittent episodes. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test: on (B)(6) 2017: nickel allergy. Hysterosalpingogram: in (B)(6) 2008: confirmed full occlusion of fallopian tubes medical records: (B)(6) 2017: essure placement in 2008. Patient developed pelvic pain for the past 3 years as well as entire body itching for 2 years. She was seen by allergist and found to have nickel allergy (on (B)(6) 2017) and desired removal of essure device. She was consented for total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, possible exploratory laparotomy. Findings: midline, mobile uterus, 10 weeks size - no adnexal masses. Laparoscopy: normal uterus, bilateral ovaries and fallopian tubes; small omental adhesion to anterior abdominal wall, taken down with ligasure device; normal liver edge. Concerning the injuries reported in this case, the following one/ones were reported via medical records: iron deficiency anemia and allergic contact dermatitis due to metal. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet-event acne was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), allergy to metals ("nickel allergy") and iron deficiency anaemia ("iron deficiency anemia") in a 36-year-old female patient who had essure (batch no. 624477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1, cholecystectomy and morbid obesity. Concurrent conditions included paroxysmal atrial tachycardia since (B)(6)2007. Concomitant products included medroxyprogesterone (depo provera) from (B)(6)2008 to (B)(6) 2008 and nuvaring from (B)(6) 2008 to (B)(6) 2010 for birth control as well as atenolol since (B)(6) 2008, phenylpropanolamine w/guaifenesin and rizatriptan benzoate (maxalt mlt) since january 2009. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain when not menstruating/ low back pain radiates down right leg") and groin pain ("groin pain"). On (B)(6) 2008, the patient experienced bacterial vaginosis ("bacterial vaginosis") and vaginal infection ("vaginal infections"). In october 2009, the patient experienced menorrhagia ("heavy bleeding during menstruation"), frequent bowel movements ("bowel issues (increase in frequency and pain during bowel movements)"), dyschezia ("bowel issues (increase in frequency and pain during bowel movements)"), skin irritation ("skin irritation") with pruritus, rash, blister, skin disorder, furuncle and ulcer, dysgeusia ("metal taste in mouth"), arthralgia ("hip pain"), anaemia ("anemia"), amnesia ("memory loss"), feeling abnormal ("brain fog") and night sweats ("night sweats"). On (B)(6) 2013, the patient experienced fatigue ("chronic fatigue"). On (B)(6)2014, the patient experienced allergy to metals (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced iron deficiency anaemia (seriousness criterion medically significant), dermatitis contact ("contact dermatitis due to metal") and acne ("acne"). The patient was treated with loratadine, fluconazole (diflucan), metronidazole and surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, bacterial vaginosis, vaginal infection, vaginal discharge, fatigue, back pain, groin pain, frequent bowel movements, dyschezia, skin irritation, dysgeusia, arthralgia, anaemia, amnesia, feeling abnormal, night sweats and acne was resolving and the iron deficiency anaemia and dermatitis contact outcome was unknown. The reporter considered acne, allergy to metals, amnesia, anaemia, arthralgia, back pain, bacterial vaginosis, dermatitis contact, dyschezia, dysgeusia, fatigue, feeling abnormal, frequent bowel movements, groin pain, iron deficiency anaemia, menorrhagia, night sweats, pelvic pain, skin irritation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she did not experience any of the reported adverse events before essure insertion. Plaintiff experienced constant and intermittent stabbing pain which radiated to the legs. The pain had subsided after essure removal but she was still experiencing intermittent episodes. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: nickel allergy hysterosalpingogram - in july 2008: confirmed full occlusion of fallopian tubes medical records - (B)(6) 2017: essure placement in 2008. Patient developed pelvic pain for the past 3 years as well as entire body itching for 2 years. She was seen by allergist and found to have nickel allergy (on (B)(6) 2017) and desired removal of essure device. She was consented for total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, possible exploratory laparotomy. Findings: midline, mobile uterus, 10 weeks size - no adnexal masses. Laparoscopy: normal uterus, bilateral ovaries and fallopian tubes; small omental adhesion to anterior abdominal wall, taken down with ligasure device; normal liver edge. Concerning the injuries reported in this case, the following one/ones were reported via medical records: iron deficiency anemia and allergic contact dermatitis due to metal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), allergy to metals ("nickel allergy") and iron deficiency anaemia ("iron deficiency anemia") in a 36-year-old female patient who had essure (batch no. 624477) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1, cholecystectomy and morbid obesity. Concurrent conditions included paroxysmal atrial tachycardia since (B)(6)2007. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2008 to (B)(6) 2008 and nuvaring from (B)(6) 2008 to (B)(6) 2010 for birth control as well as atenolol since (B)(6) 2008, phenylpropanolamine w/guaifenesin and rizatriptan (maxalt) since (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain when not menstruating/ low back pain radiates down right leg") and groin pain ("groin pain"). On (B)(6) 2008, the patient experienced bacterial vaginosis ("bacterial vaginosis") and vaginal infection ("vaginal infections"). In (B)(6) 2009, the patient experienced menorrhagia ("heavy bleeding during menstruation"), frequent bowel movements ("bowel issues (increase in frequency and pain during bowel movements)"), dyschezia ("bowel issues (increase in frequency and pain during bowel movements)"), skin irritation ("skin irritation") with pruritus, rash, blister, skin disorder, furuncle and ulcer, dysgeusia ("metal taste in mouth"), arthralgia ("hip pain"), anaemia ("anemia"), amnesia ("memory loss"), feeling abnormal ("brain fog") and night sweats ("night sweats"). On (B)(6) 2013, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2014, the patient experienced allergy to metals (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced iron deficiency anaemia (seriousness criterion medically significant) and dermatitis contact ("contact dermatitis due to metal"). The patient was treated with loratadine, fluconazole (diflucan), metronidazole, surgery (underwent a total abdominal hysterectomy and bilateral salpingectomy) and surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, bacterial vaginosis, vaginal infection, vaginal discharge, fatigue, back pain, groin pain, frequent bowel movements, dyschezia, skin irritation, dysgeusia, arthralgia, anaemia, amnesia, feeling abnormal and night sweats was resolving and the iron deficiency anaemia and dermatitis contact outcome was unknown. The reporter considered allergy to metals, amnesia, anaemia, arthralgia, back pain, bacterial vaginosis, dermatitis contact, dyschezia, dysgeusia, fatigue, feeling abnormal, frequent bowel movements, groin pain, iron deficiency anaemia, menorrhagia, night sweats, pelvic pain, skin irritation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: she did not experience any of the reported adverse events before essure insertion. Plaintiff experienced constant and intermittent stabbing pain which radiated to the legs. The pain had subsided after essure removal but she was still experiencing intermittent episodes. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2017: nickel allergy. Hysterosalpingogram - in (B)(6) 2008: confirmed full occlusion of fallopian tubes. Medical records - 26-may-2017: essure placement in 2008. Patient developed pelvic pain for the past 3 years as well as entire body itching for 2 years. She was seen by allergist and found to have nickel allergy (on (B)(6) 2017) and desired removal of essure device. She was consented for total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, possible exploratory laparotomy. Findings: midline, mobile uterus, 10 weeks size - no adnexal masses. Laparoscopy: normal uterus, bilateral ovaries and fallopian tubes; small omental adhesion to anterior abdominal wall, taken down with ligasure device; normal liver edge. Concerning the injuries reported in this case, the following one/ones were reported via medical records: iron deficiency anemia and allergic contact dermatitis due to metal. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and mr recieved: new reporters were added. The case is now medically confirmed. Events added: nickel allergy; bacterial vaginosis and groin pain. Lot no, demographic data, events onset dates, treatment, concomitant and historical medication were added. Events extracted from mr iron deficiency anemia and allergic contact dermatitis due to metal. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.